Manufacturer narrative:
One used list# d1000, tego¿ connector (lot# unknown) was received 6/30/2021; the device was visually inspected. As received, the silicone seal was torn at the top rim of the female luer. The luer thread post was also bent. No mating devices were returned. The reported leaking air could not be replicated during functional testing. The returned tego met pressure and vacuum leak expectations outlined in the product performance specification. The lot history of the possible lot numbers provided was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation conclusions code.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Plots - possible lot numbers: 5100871 - manufacture date 12/1/2020 - expiration date 12/1/2025 or 5059523 - manufacture date 11/1/2020 - expiration date 11/1/2025.

Event description:
The event involved a tego connector in which the customer reported that the device was leaking of air through the connector to the arterial line prior to dialysis treatment on a patient. The reporter stated that the product was new and had been used for two treatments. The nurse identified that the rubber on the tego was not intact at the end of treatment number 2 and the nurse clamped the line prior to connection. There was patient involvement, however, there was no blood loss nor any report of an adverse outcome as a consequence of this event.